Manufacturer narrative:
Investigation: the customer returned a used optia disposable set for investigation. Blood was noted throughout the set. No leaks, kinks/occlusions, misassemblies, missing or defective parts were identified. All clamps were assembled in the correct locations. Fluid filled syringe and the fluid was able to flow freely throughout the set. It was not possible to recreate the failure alarm as experienced by the customer. In summary, no disposable defects were identified. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a procedure on an optia device the centrifuge door was opened or unlocked while the centrifuge was rotating. Per the customer, no injury or medical intervention occurred for this event. Patient information and outcome are unknown at this time.

Event description:
The customer reported that during a procedure on an optia device the centrifuge door was opened or unlocked while the centrifuge was rotating. Per the customer, no injury or medical intervention occurred for this event. Patient information and outcome are unknown at this time.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the customer returned a used optia disposable set for investigation. Blood was noted throughout the set. No leaks, kinks/occlusions, misassemblies, missing or defective parts were identified. All clamps were assembled in the correct locations. Fluid filled syringe and the fluid was able to flow freely throughout the set. It was not possible to recreate the failure alarm as experienced by the customer. In summary, no disposable defects were identified. From review of the run data file and associated images, the system was found to be performing as intended. All systems remained in place and the appropriate alarms were raised. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was determined through investigation that the stop button was pressed and the centrifuge door opened after the centrifuge was stopped. The alarm was caused by the operator manually spinning the centrifuge and therefore presented no potential for injury. No further reporting will be provided as this does not represent a reportable event.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the customer returned a used optia disposable set for investigation. Blood was noted throughout the set. No leaks, kinks/occlusions, misassemblies, missing or defective parts were identified. All clamps were assembled in the correct locations. Fluid filled syringe and the fluid was able to flow freely throughout the set. It was not possible to recreate the failure alarm as experienced by the customer. In summary, no disposable defects were identified. From review of the run data file and associated images, the system was found to be performing as intended. All systems remained in place and the appropriate alarms were raised. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a procedure on an optia device the centrifuge door was opened or unlocked while the centrifuge was rotating. Per the customer, no injury or medical intervention occurred for this event. Patient information and outcome are unknown at this time.